Event description:
This spontaneous case was reported by a general practitioner and describes the occurrence of abdominal pain ("violent belly pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. The reporter commented: the patient had seen a surgeon and was to remove the implant. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 2.267 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a general practitioner and describes the occurrence of pelvic pain ("pelvic pain / violent belly pain") and device breakage ("it remained a part on each side") in a 41-year-old female patient who had essure (batch no. C64465) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (proved by test and gynecologist was aware of it), crohn's disease and arthrodesis (lumbar and cervical). No concomitant gynecological disease. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual periods"). On (B)(6) 2016, 9 months 29 days after insertion of essure, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2017, the patient experienced neuropathy peripheral ("neuropathy exacerbated"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("it remained a part on each side"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, device breakage, menstrual disorder, fibromyalgia, neuropathy peripheral and complication of device removal had not resolved. The reporter considered complication of device removal, device breakage, fibromyalgia, menstrual disorder, neuropathy peripheral and pelvic pain to be related to essure. The reporter commented: the events did not resolve because of the pieces remaining on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a general practitioner and describes the occurrence of pelvic pain ("pelvic pain / violent belly pain") and device breakage ("it remained a part on each side") in a 41-year-old female patient who had essure (batch no. C64465) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (proved by test and gynecologist was aware of it), crohn's disease and arthrodesis (lumbar and cervical). No concomitant gynecological disease. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual periods"). On (B)(6) 2016, 9 months 29 days after insertion of essure, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2017, the patient experienced neuropathy peripheral ("neuropathy exacerbated"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("it remained a part on each side"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, device breakage, menstrual disorder, fibromyalgia, neuropathy peripheral and complication of device removal had not resolved. The reporter considered complication of device removal, device breakage, fibromyalgia, menstrual disorder, neuropathy peripheral and pelvic pain to be related to essure. The reporter commented: the events did not resolve because of the pieces remaining on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): pelvic pain: 11685 cases were identified. Device breakage: 2706 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 6-jul-2018: device removal form received. Patient¿s initial, date of birth, weight and height added. Historical condition and concomitant condition added. Insertion date, removal date and lot number added. Event violent belly pain was updated to pelvic pain. Events abnormal menstrual periods, fibromyalgia, neuropathy exacerbated and it remained a part on each side were added. Removal method: bilateral salpingectomy. Consumer stated that no improvement as it remained a part on each side. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.